Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. For clarification, the instrument was found with a broken curved blade. Broken piece, approximately 0.38 inch x 0.10 inch was not returned. Material was missing. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of a harmonic ace instrument broke and fell inside the patient. The fragments were retrieved during the same procedure. A backup instrument was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room nurse and obtained the following additional information: the customer retrieved the fragment piece from the patient immediately by using a da vinci forceps. All fragments were retrieved with no additional surgical procedure required. The customer did not perform any post-operative tests like an x-ray or ultra sound to check for remaining fragments. The instrument was in use for 20-25 minutes prior to the issue. The instrument was inspected prior to use. The surgeon was dissecting tissue when the device fragment fell inside the patient. The instrument did not collide with any other instruments or other hard material during the procedure. The instrument was never removed prior to the breakage. The wrist was straightened upon the final removal of the instrument. The surgical staff did not feel any resistance upon the removal of the instrument through the cannula. The surgical staff did not notice any other damage to the cannula or to the instrument after the event occurred. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.